Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a loudspeaker error. Speaker malfunction inop confirmed the problem. No patient harm was reported.